Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history log was downloaded, and testing was performed. The customer's problem was replicated. A defective cam flex sensor was found. The cause of the problem was the cam flex sensor, and it was replaced to fix the issue.

Event description:
It was reported that the device was showing error when attempting to prime cassette, error code 41622. There was no patient involvement, and no patient harm/adverse event reported.